Event description:
The customer reported that a staff member at the customer site received an rf burn from a tseal ii heat sealer after making four seals. During the last seal, the front electrode came off the unit, the staff member reached to collect the tube from the unit and received the burn at that time. The staff member was treated on site for a minor burn. The staff member was wearing nitrile gloves and they were reportedly dry. The tubing was also reportedly dry. Patient information is not available at this time. The heat sealer has been sent to our contractor, emg, for investigation. This report is being filed due to insufficient information provided at this time to determine if a malfunction with the potential for death or injury occurred. The extent of the mentioned treatment in currently unknown.

Event description:
The patient did not reveal their age or weight, because she did not feel it was relevant.

Manufacturer narrative:
(B)(4). Investigation: the sealer was inspected by (B)(6). On inspection, the sealer was operating without fault and no evidence could be found that could contribute to an rf burn. The system was tested for electrical integrity and deemed to be safe and operating as intended by the manufacturer. A small amount of dry fluid residue was found around the head of the sealer however it was determined that it is unlikely that this would have caused an rf burn. The sealer head has been replaced as a precaution and was sent back to terumo (B)(4) for further analysis. Terumo (B)(4) also confirmed that the sealer is operating correctly. Root cause: the root cause could not be definitively determined. Possible root causes include the operator's hands being too close to the sealer head while performing a seal, operating the sealer without the splashguard, fluid present in the electrode area during use, wet or moist tubing.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). The incorrect investigation and root cause were inadvertently provided in supplement 1 for this report. The investigation and root cause of the event for this report is as follows: investigation: the returned sealer was evaluated. It was determined that tube detector board that checks for the presence of tube in the sealer and also that the front electrode cover is present, was out of adjustment. In this case, it appears that the front electrode cover was not locked in place and did inadvertently align with the detector board allowing the system to operate with a loose front electrode. When the front electrode cover was locked in place correctly, the machine triggered a fault and the system was rendered inoperable when switched on. It was confirmed that a front electrode that is not locked in place could fall off during operation. Over 100 seals were performed and no rf burn could be replicated. Root cause: the root cause of the front electrode cover coming off was a tube detector board that checks for the presence of tube in the sealer and also that the front electrode cover is present, was out of adjustment. The root cause of the rf burn could not be definitively determined. Possible root causes include operating the machine when it is not performing correctly, moisture in the electrode area. Corrective action: the detector board was adjusted and aligned correctly with the front electrode cover. The system was tested and is operating correctly and can be returned to service.